Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2020 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, the physician decided to address the right atrial (ra) lead which had inadequate slack. A stylet was passed and the lead was advanced to obtain a conventional slack , however this resulted in elevated thresholds. It was also reported that the patient experienced pacing induced cardiomyopathy. The ra lead and implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.